Event description:
During troubleshooting with a baxter's technical service representative (tsr), the home patient's caregiver (cg) found large air bubbles in the patient line. The tsr advised the cg that they will need to start over with new supplies. The tsr offered to assist the cg with ending therapy early procedure, but cg said that she will follow the instructions in the patient at home guide. Product surveillance contacted the patient on (B)(6) 2010. The patient stated that they did not see any holes or leaks in the lines. The patient was able to resume therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, a root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Labeling review was found to be adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high and low sodium (na) results that were generated by the synchron lx I 725 clinical system. Subsequent testing on an alternate instrument produced results that were within the normal reference range. No erroneous results were reported outside the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore baxter cannot determine the root cause. A batch review will not be conducted as the lot number is not known.